Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, while tacking after the 7th tack, the handle made a loud crunch noise. Subsequent tacks did not penetrate well and some fell out of tissue. The new reload would not attach to the handle. Anew device was opened to complete the case. No injury.